Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2016 due to metallosis, elevated metal ion levels, and pain. The head was removed and replaced with a head and active articulation liner. A small amount of metallosis was noted during the procedure.